Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: a backup device was used to complete the surgery. There was no surgical delay. Procedure was successfully completed.

Manufacturer narrative:
This report is for an unk - screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the unknown cannulated connecting screw replacement received was faulty. It did not work when used in the case today and it did not fit securely on to the unknown blue t handle ball tip screwdriver. The connecting screw kept falling off of the screwdriver. It was unknown if there was a surgical delay. The procedure outcome and patient status are unknown. This complaint involves three (3) devices. This report is for (1) unk - screwdrivers. This is report 3 of 3 (B)(4).